Event description:
Philips received a complaint by the customer on the v60 indicating that the casters are worn, and breaks are clicking when transporting. It was reported there was no patient involvement at the time the issue was discovered. The authorized service provider (asp) replaced the casters to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.